Event description:
Customer reported that she received a recertified insulin pump today and she needs help programming it. She stated the screen was completely blank. She changed the battery and nothing came up. She switched the battery cap with another cap and the light came on, but she cannot do anything. Pressing the act button takes her to the time and date set up. Customer's blood glucose is 238 mg/dl. A check settings alarm occurred after setting the time and date in the device. Customer was advised the check settings alarm will always occur after setting the time and date on an insulin pump in training mode. The device also alarmed battery out limit. Customer has not received multiple false battery out limit alarms. The device also alarmed failed battery test. Customer cleaned the contacts and inserted a new battery and the device did not alarm. A replacement battery cap was sent. Customer was advised to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)